Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, ethnicity and race was not provided for reporting. This report is for one (1) band aid brand hydroseal bandages extra large 3ct. (B)(4). Lot number is not available. (B)(4). Expiration date= na. Lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Lot number was not provided and unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer reported that she had a reaction to the "hyrdo" seal band aids. The consumer had gallbladder surgery and after surgery, (B)(6) 2018, she started using 5 bandages on each of her 5 incisions. Consumer stated that on (B)(6) 2018 her incision was not scabbing but formed a hole and re-opened. The consumer went back to the hcp and received medical intervention to close the incision. Wound closures and glue were used to close the re-opened incision.